Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 3.5 x 12 mm balloon, xience xpedition stent. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, mildly calcified circumflex de novo lesion with 90% stenosis in the mid left circumflex coronary artery. The lesion was predilitated with a 2.5 mm non abbott balloon. A 3.0 x 33 mm xience xpedition drug eluting stent was implanted successfully. The 3.5 x 8 mm nc trek dilatation catheter was used for post dilatation, when the balloon ruptured at 16 atmospheres. A new 3.5 x 12 mm nc trek balloon was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, analysis of the returned device found that the returned nc trek was found to be separated. Additional information from the customer indicated that the shaft separation occurred after the nc trek was removed from the anatomy during post procedure handling for return to abbott. No additional information was provided.